Event description:
Subsequent to the initial medwatch report, (B)(4) was received containing the following information. Event desc: the existing 6fr 11cm sheath was removed over a 145cm .35 jwire. It maintained hemostasis and the perclose proglide was back-loaded onto the wire and placed into patient. The guidewire was removed. This was done without incident. The foot was deployed, per protocol, without incident. Needles were deployed by pushing the plunger according to directions without incident, the plunger was then pulled back without any force (to disengage the needle) when the suture then broke. The wire was then inserted into vessel lumen, the device was removed, and another perclose proglide placed without issue. What was the original intended procedure? Heart cath. Device usage problem: device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic procedure. Reportedly, when the plunger was pulled back, the suture broke. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.